Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023, the patient was experiencing lightheadedness. The patient¿s cgm reading was low mg/dl at this time. No bg meter comparison was done. The patient self-treated by eating some candy and drinking juice. Even after treatment, the patient¿s cgm was still reading low mg/dl. At this point, the patient¿s daughter decided to bring the patient to the emergency room (ER). At the ER, the patient¿s cgm was reading low mg/dl and the bg meter was reading 246 mg/dl. The patient was treated with unspecified IV fluids and discharged home approximately 2 hours later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.